Event description:
The customer reported the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.